Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced battery packs. All battery packs were now at nominal voltage. All operations were good. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000163, product ID: bi71000163. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the battery indicator light was illuminated and the ias (imaging acquisition system) was beeping when turned on (ias battery issues). Site also reported a sulfur/burnt smell coming from the system. Patient was present. There was less than one hour of surgical delay and unknown impact on patient outcome.